Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 430 mg/dl and insulin injections were used to address the bg level. A system check was performed. The pump and infusion tubing were found to be functioning as intended. The cannula was removed and no damage was noted. The customer was to changed the infusion set site as the cartridge and tubing had been changed earlier in the day. The customer indicated that different infusion sites might be tried in an attempt to better manage diabetes.

Event description:
Additional information received indicated that the customer had not received any further occlusions.